Manufacturer narrative:
This report is being filed to provide additional information in event. Correctedinformation is provided in a.1.investigation: the customer did not respond to multiple attempts to obtain lot information.the customer did not provide the lot number pertaining to this event, therefore a device historyrecord (DHR) search could not be conducted for this specific incident. All lots must meetacceptance criteria before release.correction: on 5/31/19 the terumobct field performance technician emailed the operatorgeneral information about troubleshooting clumping in bmp procedures. The operator wasinformed that when clumping is present, the collect port image will alternate between dark andlight and clumps will be visible on the interface and in the collect port when looking through theviewport.root cause: based on the clinical findings, the poor collection efficiency was due to inadequateanticoagulation of the system resulting in platelet aggregates. A definitive root cause of thehemolysis could not be determined. Possible causes include, but are not limited to:- platelet aggregates- occlusion in the tubing- multiple processing passes/over processing- unidentified manufacturing defect in the disposable set

Event description:
There was not a transfusion recipient or patient involved at the time of this incident. Thepatient is not connected to the device during the bmp procedure; therefore, no patientinformation was provided.

Manufacturer narrative:
Investigation: the terumo bct support specialist asked the customer to verify if the discoloration of the plasma was consistent with the processing of the bone marrow products that had been processed initially, sat overnight and ready to being processed again the very next day. The customer confirmed that this was to be expected with such products. Per the customer, they were not sure about the age of the product, but they had to process the product that morning to be within the 48 hour window. The customer also updated that there was no hemolysis in the product at rest or during processing a day before the incident as they noted separation of the cells from the plasma without any discolored plasma. They did not found any separation of cells at rest or prior processing the product for 2nd time. The customer believed that the bone marrow product was stored in a refrigerator overnight, as it was cool when they received it. They used 0.9% normal saline (ns) to prime the disposable set. The expected ce from bm processing done on (B)(6) 2019 (1st processing) was >75% and the actual turned out ce was 30%. During 1st processing, they ran 8.6 cycles on the 91 ml of same product and did not notice any issues during filtration or processing, however it took a little longer to establish the interface. Once the interface was established it was consistent without any alarms. Lot number, manufacture date and expiry are not available at this time. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that while processing a bone marrow (bm) collection on a spectra optia device, it was noted that the plasma was discolored, it became 'dark yellow' in the connector of collect port. The customer described it as hemolysis. Platelet aggregates in the collect pressure sensor and in the collect line were also noticed. Initially on the 2nd day of bm processing, the customer contacted a terumo bct support specialist for troubleshooting and stated that they wanted to improve the collection efficiency from 30% of the 1st day of bm processing. The customer further stated that initially the interface was fine and they did not notice hemolysis prior to starting the process, only after completing 4.5 cycles they experienced interface issues and observed discolored plasma. They already collected 55 mls of product and the collect line was reported clear. Per the customer, after adjusting the cp down to 10, the operator was able to see cells in the collect port and clumping was observed in the collect pressure sensor and collect line. During subsequent follow-up with the customer, the operator confirmed that after notifying the physician, the decision was made to discontinue the bm processing due to suspected hemolysis. Per the customer, a complete blood count (cbc) lab test was performed on the product. The spectra optia idl set is not available for return because it was discarded by the customer. Patient ID, age, gender and outcome are not available at this time.